Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information single use; device discarded.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay using lot m219087 on an unknown number of patients on (B)(6)2023. The customer reported that results of an unknown antigen quick test were also positive, however laboratory pcr tests (unknown platform) were negative. The patients were symptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay using lot m219087 between (B)(6) 2022 and (B)(6) 2023. This MFR. Report addresses test one (1) of four (4). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2022 with a nasopharyngeal sample using a kitted swab. Confirmation pcr testing (unknown platform) was performed on the same day and generated negative results. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact to the patient's treatment.

Manufacturer narrative:
It was initially reported that the customer experienced an unknown quantity of false positive results. Additional information was received indicating the customer experienced four (4) false positive results. Please see updates to a1, b3, b5, and h4. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m219087 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m219087, test base part number 193-430 / lot m219087. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m219087 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : single use; device discarded.